Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, as deployment started the physician tried to adjust the position by advancing the delivery catheter, but was unable to influence the valve position due to the patient¿s anatomical calcification (severe native annular calcification). The subsequent pvl was attributed to the malposition of the valve and the annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the sapien xt valve was positioned 50:50; however it was deployed in a too-aortic position (95:5 aortic/ventricular) with resulting moderate paravalvular leak (pvl). Per report, the delivery system had been initially inflated with 2cc less volume than required per the IFU. As deployment started the physician tried to adjust the position by advancing the delivery catheter, but was unable to influence the valve position due to the patient¿s anatomical calcification. The valve was post dilated 2x, each time with an additional cc of contrast added, however the results were unchanged. The decision was then made to deploy a second valve. The second valve was positioned 1.5 cells more ventricular to the first valve and was deployed 1 cell below the top of the first valve, 40/60 ventricular. Repeat echo showed pvl was reduced to trace. The patient was in stable condition at the end of the procedure. The patient¿s native aortic annulus measured 23.4mm by tee. The valve was severely calcified and the leaflets were moderately calcified. The image intensifier angle and the coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was no loss of pacing capture during valve deployment. The pvl post deployment was attributed to the malposition of the valve and the annular calcification.